Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify how the device released "defective clips"? Were the clips dropping or ejecting from the device without being fired out of the device? Did the device fire malformed clips (unformed, clip gap, etc.)? Did the device fire scissored clips? Did clips not hold onto the tissue/vessel once they were placed? How was the case completed?

Event description:
It was reported that during an unknown procedure, during the intervention the device released defective clips. Unknown how case was completed. There were no adverse consequences for the patient.